Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, uterine bleeding and pelvic adhesions. Concomitant products included hydrocodone and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ prolonged periods"), anaemia ("anemia"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menstruation irregular ("irregular periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, abdominal pain, back pain, menorrhagia, anaemia, fatigue, uterine leiomyoma, dysmenorrhoea, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, endometritis, fatigue, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ chronic pain/abdominal pain, back pain , menorrhagia (heavy menstrual bleeding)/ prolonged periods, anemia, fatigue, uterine fibroids and, irregular and/or painful periods. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound uterus - on (B)(6) 2018: uterus enlarged, uterine fibroids measuring 3 cm; also, each sure (as written) coils were noted to be present bilaterally. Patient requests surgical treatment. Reports chronic pain, history of recurrent endometritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs +mr received. New events added: abnormal bleeding (vaginal), endometritis. Concomitant drugs, concomitant conditions, lab data and reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ prolonged periods"), anaemia ("anemia"), fatigue ("fatigue"), dysmenorrhoea ("painful periods") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, anaemia, fatigue, uterine leiomyoma, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic/ chronic pain/abdominal pain, back pain , menorrhagia (heavy menstrual bleeding)/ prolonged periods, anemia, fatigue, uterine fibroids and, irregular and/or painful periods. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter details updated, patient demographics, laboratory data were added. Updated essure indication. On (B)(6) 2008, she implanted essure (previously reported as 2008). On (B)(6) 2018, she explanted essure. Injury event was replaced with pelvic/ chronic pain/abdominal pain, back pain , menorrhagia (heavy menstrual bleeding)/ prolonged periods, anemia, fatigue, uterine fibroids and, irregular and/or painful periods. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.